Manufacturer narrative:
Product ID 37601, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient¿s controller had died. There were no changes to anything else. They needed a controller replacement. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported there was an emergency with the dbs system. No patient symptoms or further complications were reported as a result of this event.